Event description:
After 2 years of implantation, this ICD was explanted because the patient had endocarditis and bacterial & viral infections. During the explantation, the device was interrogated and the rv st. Jude lead would not capture and the rv coil read "open". A lead fracture is suspected.

Event description:
After 2 years of implantation, this ICD was explanted because the patient had endocarditis and bacterial & viral infections. During the explantation, the device was interrogated and the rv st. Jude lead would not capture and the rv coil read "open". A lead fracture is suspected.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4), 2011.(B)(4)